Event description:
Pt presented for outpatient procedure with cryospray treatment on (B)(6), 2011 for human papillomavirus (hpv) in the rectum. Active venting (suction) and abdominal monitoring were used during treatment. Three cycles of cryogen treatments were rendered. The cdt was expelled during the first and second cycle (cryogen was stopped and the cdt was reinserted). The pt experienced some distention during treatment. The pt also experienced discomfort and distention in the recovery room. Computed tomography (CT) scan showed air in the intraperitoneal and retroperitoneal cavities. The pt was admitted to the hospital for surgery and multiple serosal tears were found in the transverse colon and cecum. The tears were over-sewn. The pt remained in the hospital for 8 days ((B)(6), 2011) and was then discharged home.

Manufacturer narrative:
No errors of built-in test performed at each system power-up were recorded. Physician/technician indicated that no monitoring errors (e.g., suction) were observed during the procedure and fecal matter was pulled into the suction canister, indicating normal performance during the procedure. Subsequent verification testing of the device met cooling and suction source performance criteria. Physician chose to use system for treatment outside the scope of the cleared instructions for use and believes cryospray was related to the event. No instructions or training exist for use of the csa system in the rectum, particularly relating to pt preparation (e.g., cleaning of treatment area), vent tube (cdt) design and placement, and suction performance when fecal matter is present.